Manufacturer narrative:
Device history record in review. Consumer did not return product for evaluation.

Event description:
Consumer attempted to remove a tampon and the tampon came apart inside her. Consumer was able to remove the remaining pieces herself.